Event description:
Clinical study reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2012. Subsequently, the patient experienced swelling and decreased mobility of the operated knee. Knee mobilization was performed under anaesthesia on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found 1 complaint reported with the item (B)(4) (initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: 67mm titan niob, catalog no.: unknown, lot no.: unknown. Medical product: dcm cr 10mm x 63/67mm, catalog no.: unknown, lot no.: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
Clinical study reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2012. Subsequently, the patient experienced swelling and decreased mobility of the operated knee. Knee mobilization was performed under anaesthesia on (B)(6) 2012.